Manufacturer narrative:
Investigation is still ongoing.

Event description:
Per the field clinical specialist (fcs), approximately 5 years 3 months post implant of a 29mm sapien 3 valve in the aortic position via transfemoral approach, the patient underwent a valve in valve procedure with a 29 mm sapien 3 valve due to severe aortic stenosis. It was reported that it is difficult to assess how symptomatic the patient was due to the aortic stenosis due to the patient history of long standing copd with continued smoking. Also, continued bilateral lower extremity swelling due to venous insufficiency. A tte done prior to the valve in valve procedure reported: technically difficult study. Bioprosthetic aortic valve not well visualized, mild valve regurgitation, severe aortic stenosis, mean gradient 76.2 mmhg, mean velocity 401 cm/s, aortic valve area 0.56 cm2.

Manufacturer narrative:
Correction to h6 based on additional information received. There was no product returned to edwards for evaluation, however, an echo report provided by the facility was reviewed and the following was observed: approximately 3 months post implant tte: technically difficult study. Bioprosthetic aortic valve not well visualized, mild valve regurgitation, severe aortic stenosis, mean gradient 76.2 mmhg, mean velocity 401 cm/s, aortic valve area 0.56 cm2. While edwards durability testing of sapien 3 meets and exceeds current iso standard and FDA guidance for bioprothesis valve durability requirement (200 million cycles of accelerated wear testing (awt), which is equivalent to 5 years of durability), bioprosthetic valves are known to have a limited life span due to valve degeneration or deterioration over time. Valve degeneration or deterioration is generally due to a gradual, multi-year, and patient-specific process of calcification of the leaflets, and it is one of the potential adverse events associated with bioprothesis heart valves. With the known inherent risk of device, valve that reported for degeneration post implantation over 5 years are considered natural deterioration of the valve and is not captured in the risk management file. In this case, the device under investigation had been implanted for more than 5 years. There is no evidence of device malfunction contributed to the reported event. Therefore, review of the risk management file is not applicable at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, the complaint was confirmed by echo report. Based on the limited information provided, the root cause for the valve degeneration approximately 5 years 3 months post valve implant could not be determined, but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.